Event description:
A system board, that was replaced to resolve an issue of error message: ¿service due¿ displayed on screen, was received by philips product investigation lab (pil) for investigation. Visual inspection found no defects. Pil was able to download the event logs from the device and observed e-195 evt_system_version_mismatch_ui, e-305 evt_touchscreen_fail, and e-380 evt_touchscreen_reboot error codes, but was unable to duplicate "service due" displayed on screen. Pil has determined that the system board functions as designed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.